Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited lead noise. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece measuring 46.7cm for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. The external insulation abrasion was noted at 46.0cm ¿ 46.3cm from the distal tip. The cause of the reported event was due to external insulation abrasion which is consistent with friction to the device can.